Event description:
It was reported that the patient had his pump repositioned in (B)(6) 2013, because it was tipped because the patient lost some weight. It was noted that the pump was rubbing through the skin. It was reported that the patient¿s pump was used to infuse bupivacaine and morphine.

Event description:
Additional information received reported that patient was seen on ¿urgent basis¿ on 2013-(B)(6) ¿severe¿, had pocket pain, revision was done on 2013-(B)(6). It was noted that it had migrated to wrong position. It was reported that there were ¿several evals.¿ it was reported that the patient was doing ¿fine.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).